Event description:
The customer reported the cap broke off while drawing blood from the ECMO circuit. There was no patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported break. Although requested, the valve has not been received for evaluation. A follow up report will be submitted with evaluation results, should the device be received.